Event description:
It was reported that during system implant, the patient suffered asystole. It was also reported that the right ventricular [rv] lead was placed in the lower septum and good measurements were noted. Upon completion of the implant, the rv lead had intermittent capture and high thresholds; the patient was also experiencing thoracic pain. It was discovered that the rv lead was near the cardiac silhouette. The patient was broght back to the operating room and the lead was repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.